Event description:
It was reported that, "4.0 cannulated screw broke inside the calcaneus. The surgeon believes that the patient was not compliant."

Manufacturer narrative:
Device was retained by hospital. No evaluation of the device will be performed. If the device or additional information becomes available, it will be provided on a supplemental report.